Event description:
Original surgery due to mandible fracture was performed on (B)(6) 2011 at (B)(6). Pt was implanted with a plate (04.503.750) and 4 screws (04.503.406 x 2 and 04.503.408 x 2). Pt was asymptomatic - did not complaint of any pain. Post-operative x-rays were taken on (B)(6) 2010 to ensure removal of all metal after arch bar removal. It was noted on the x-rays that the plate was broken. Pt was revised the same day ((B)(6) 2011). Plate and 4 screws were removed. The plate appears to be broken through one of the medical screw holes. The screws are in normal condition. Surgeon did not implant any new hardware after removing the plate and the screws, as the fracture was healed. This complaint is on the 2nd screw (04.503.406). This is four of four reports for this event. Medwatch# 3003506883-2011-17 previously filed for the broken plate 04.503.750.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection of the screw revealed the cross slot feature was damaged and the 2nd thread was also damaged. The rest of the screw was found to be in normal condition.